Event description:
On 11/9/93, a 79-yr-old male was admitted to outpt surgery for cataract emulsification of the right eye. Following this portion of the surgery it was noted that the pt had an apparent vitreous leak and an emergency vitrectomy was requested by the ophthalmologist who was performing the procedure. This required the use of a separate handpiece. This particular probe is a disposable handpiece which has three lines that extend from the probe and hook up to three lines which come from the machine. The three lines have luer fittings which are color coded blue (aspiration/suction, male adapter), white (irrigation, female adapter) and clear (actuator, female adapter.) The probe normally comes with an add'l actuator line already hooked to the clear luer fitting. In this particular case the rn opened the package and found this line unhooked. In addition, this physician normally hooks a separate cannula up to the whte irrigation line in order to irrigate at the same time he is aspriating the eye. Given the fact that both the white irrigation line and the clear actuating line are both equipped with female adapters, and are both the same size,the rn inadvertently hooked the add'l canula up to the actuator line instead of the irrigation line. The canula was then placed in the pt's eye and two bursts of air were administered causing possible retinal damage.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-93. Service provided by: independent factory trained/authorized service organization. Service records available.imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: valve. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.